Event description:
Technician alleged that the brake and steer casters were not locking into position. The brakes would set but not hold. No injuries reported.

Manufacturer narrative:
The brake steer cam was worn out causing the brake steer issue. The technician replaced the brake and steer caster and the brake steer cam block to resolve the issue.